Event description:
It was reported that, during procedure, the error codes 198, 189, 183 and 202 were observed. The procedure could not be completed due to this issue. There were no patient complications reported.

Event description:
It was reported that, during procedure, the error codes 198, 189, 183 and 202 were observed referring to a defective cooling unit. The procedure could not be completed due to this issue. The patient was under anesthesia at the time. There were no patient complications. Per additional information, there were two chillers replacements on the same device since the first replacement was also damaged.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, the chiller had to be replaced twice since the second replacement was damaged. Therefore, the reported allegation was confirmed leading to the reported event. After replacing the second chiller, functional test was performed, and alignments were made. Most likely the component damaged could have affected the device performance. No further issues were identified during service, and the console was confirmed to be fully functional after replacing. A device history record review confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation, and a labeling review confirmed the IFU includes appropriate warnings and instructions for use. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation

Event description:
It was reported that, during procedure, the error codes 198, 189, 183 and 202 were observed referring to a defective cooling unit. The procedure could not be completed due to this issue. The patient was under anesthesia at the time. There were no patient complications. After that, the chiller had to be replaced twice since the second replacement was damaged. Additionally, functional test and alignments were performed.

Event description:
It was reported that, during procedure, the error codes 198, 189, 183 and 202 were observed referring to a defective cooling unit. The procedure could not be completed due to this issue. The patient was under anesthesia at the time. There were no patient complications.